Event description:
The customer called technical support (ts) and reported that the device was powering on and off by itself, now the power button is not working, and they have to unplug and re-plug to get the system to turn on or off. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the part number for the v60 power switch overlay to resolve the reported problem. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer has placed a parts order. The customer ordered parts are currently on backorder. The customer has been informed to contact respironics once the repairs are completed, however, until such a time no additional investigational information is available. Based on information provided and/or service performed the reported issue was confirmed. The device was not being used for treatment when the reported failure occurred. The service history record for this device was reviewed for similar symptoms. No relevant symptoms were found in the device's service history record. If additional information or the product is received at a later date, this complaint will be re-opened and re-evaluated accordingly. Trends for this type of issue will continue to be monitored to determine if additional actions are required. The investigation concludes that no further action is required at this time.